Event description:
It was reported while using BD Vacutainer® K2E 3.6mg Plus Blood Collection Tubes during a blood draw, 1 tube leaked resulting in an underfilled tube. The tube was replaced. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial Reporter Facility Name: (b)(6) .A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.